Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device restart/reboot itself multiple times. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including bench handling, power cycling and functionality testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed evidence of a device reset. However, there were no surrounding abnormal log entries. The reset does not appear to be a latched condition and could be the result of an undesired condition the device experienced. The device is designed to perform a reset should an undesired condition be encountered. The device appears to have been used for several cases following the reset which suggests the condition was circumstantial and not detrimental to the device. Analysis of reports of this type has not identified an increase in trend.